Event description:
A physician reported the proposed refractive error was not achieved with implantation of a ceeon posterior chamber 21.0 diopter lens, therefore he exchanged the lens with a 19.0 diopter lens in a second surgery. He reported there was no malfunction or problem with the lens and the event was not lens-related. It is not clear if the lens will be available for further investigation at this time.